Event description:
When placing kwire into slot on retractor #1, dr experienced metal shavings from kwire.

Manufacturer narrative:
Evaluation summary: the reported event that metal shavings came from the k-wire when placing the k-wire into a lot on a retractor could not be confirmed, since the device was not returned for evaluation. The instructions for use state: " always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Guide wires are single use products and therefore must be discarded at the end of a surgical procedure and not be re-used, even if they appear to be undamaged. It is particularly important to continuously screen with an image intensifier during guide wire insertion and whenever cannulated instruments are advanced over a guide wire. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Review of the labeling did not indicate any abnormalities. The root cause of the reported event could not be determined as the reported device was not returned for evaluation. If any further information is provided, the investigation report will be updated. The affected device must be available in order to determine the root cause of the complaint event.